Event description:
A home patient reported 6 incidents of dry minicaps. According to the home patient the sponges were white in appearance, indicating the absence of povidone-iodine. According to the home patient there was no pt use, no pt injury and all samples were discarded.